Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn, damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.